Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. D10: unknown tibial component lot # unk. Unknown femoral component lot # unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee replacement on an unknown date. Subsequently, the patient was revised due to stiffness and soft tissue contraction. During the revision a smaller sized poly was installed.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3a; b1; b2; b5; d1; d2a; d2b; d4; d6a; e1; e2; g1; g3; g4; h1; h4; h6. The following sections were updated: b5; d4; g3; g4; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.